Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving an alert for low right atrial lead impedance. Upon interrogation, the right atrial lead exhibited intermittent noise but the impedance appeared to be normal. The noise was not reproducible. No intervention was reported. The patient was stable throughout.